Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the charger would not locate the ipg. When the pt attempted to establish communication with his pt programmer, a communication error message displayed. The pt last recharged over a month ago. Sjm representatives will meet with the pt to determine device functionality.